Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received wherein the scs system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000126199.

Event description:
It was reported the patient experienced inadequate stimulation with their scs system. Surgical intervention may be pending to address the issue.